Manufacturer narrative:
The pt and device codes were coded by the manufacturer. During processing of this complaint, quality assurance attempted to obtain complete event info and pt status from the hosp, field contact or distributor. After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval it will be difficult to confirm the reported problem. (B)(4).

Event description:
The hosp reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.